Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 257, 224, 319 and 201 mg/dl. At the time of the call the customer reported feeling hot; customer did not need medical attention at the time of the call. The customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in a closet. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(4)